Event description:
Additional information was received. Ins information confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the amount of charge decreased abnormally quickly. The stimulator was used only during the daytime; it was about 80% in the morning from 2-3 weeks ago, but it became 20 to 40% in a single day. Even without charging the battery pack to the stimulator, it was also depleting on its own. Upon waking up in the morning, the screen displayed a message asking for a recharge. There were no known environmental, external, and patient factors that may have caused the event. To make sure, it was advised to remove the battery pack, and for the person in charge of the area to reach out again. The issue was not resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that the charging capacity of ins depleted and also that of battery pack depleted on its own without charging the stimulator. Additional information was received. It was reported that when used only during the day, the charge amount of the ins is reduced from 80% in the morning to 20~40% in the evening. The battery pack also decreases on its own even if the stimulator is not charged, and it is displayed to need the charging in the next morning. The cause of the abnormally fast depletion was unknown. The actions taken to resolve the issue were that the recharger, battery pack, and ac power supply were replaced. It was noted that this abnormally fast depletion has since been resolved. It was also noted that the ins being depleted was due to abnormally depleting.